Manufacturer narrative:
(B)(4).

Event description:
It was reported that the microcatheter was cracked. During a ent embolization procedure contrast fluid was injected through the direction microcatheter. The physician noted that the micro-catheter was twisted and under closer inspection it was cracked. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. The shaft was microscopically examined. The inspection revealed that the nickel shaft was separated 6cm ¿ 8cm from the strain relief. The inner lumen shaft was kinked so it twisted at the location of the shaft separation. Due to the appearance of the separated ends, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the microcatheter was cracked. During a ent embolization procedure contrast fluid was injected through the direxion microcatheter. The physician noted that the micro-catheter was twisted and under closer inspection it was cracked. There were no patient complications reported.